Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for service required related to active exhalation control module valve failure. The device was not in patient use. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was alarming for service required related to active exhalation control module valve failure. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.